Event description:
Company received a report that a monitor did not sound an audible alarm when the patient's spo2 level had fallen below the set alarm limits. The patient was said to have received narcam, and within approximately 5 minutes, the spo2 had returned to 97%. Clinician reported no patient harm.